Event description:
On 11 august 2025, the user reported that the top third of their ilet screen became non-responsive, preventing access to the menu and notifications. The blood glucose was not affected. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.